Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 400 mg/dl after being disconnected from the device for approximately eight hours. The user¿s caregiver performed a full supply change and reconnected the ilet, after which insulin delivery resumed, and glucose values returned to range. No outside medical intervention was required.